Event description:
A complaint was received from a paramedic. They stated that the glucometer elite system was providing erratic results. They stated that they replaced the batteries but the system still provided results that were questionable. They gave the following examples: a result of 50, 122, and 312 mg/dl within minutes of each other. A sample was sent to the hospital where a result in the 500's mg/dl was obtained (method unknown). While on the phone a review of the system was conducted. Electronic checks were satisfactory. The customer was using reagent strip lot number il05pm within expiry age of 05/03. A request is made to return the entire system including the reagent for evaluation. In the meantime, a replacement unit was provided.